Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and (B)(4) sterile units were returned for evaluation. Upon inspection, engineering found that all units met specification and functioned properly. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Event description:
Laparoscopic appendectomy- "a versees needle was inserted through an infraumbilical incision, a low opening pressure 3 mmhg was observed. Pneumoperitoneum was achieved at 15mmhg. A 10 mm trocar was inserted through the infraumbilical incision, the scope was inserted and a moderate amount of hemoperitoneum was observed. The case was converted to an open laparotomy and an injury to the aorta and vena cava was noted and repair was attempted." Type of intervention- open laparotomy. Type of intervention: open laparotomy. Patient status- deceased.